Event description:
When using the robotic harmonic scalpel with the harmonic scalpel generator, the blade sheared off and had to be retrieved from the patient during the procedure using laparoscopic grasper. The harmonic scalpel handpiece settings were coag 3 as low, and 5 as high setting. The instrument was in use for the procedure for approximately 2 hours before it broke. The instrument was removed during the procedure prior to the breakage and the wrist was straightened prior to removal. It was also straightened upon final removal. No resistance was noted on removal. Nothing was noted as out of the ordinary for this procedure. All fragments were retrieved, and no harm was noted to the patient.